Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Chiller temperature (t4) showed a temperature of mid 20c. A drainage of the chiller tank showed about 0.5l of water. They discussed this was indicative of a failed chiller. As per support or biomed via phone on 23mar2023, it was reported that the chiller was not working on the device. At this time, it was being decided if the unit should be replaced or repaired. As per investigator notification received on 03aug2023, it was reported that the double bend tube was expanded, the tank seals were expanded, the flowmeter was not maintaining minimal calibration test unit ctu flow. Completed the 2000-hour preventive maintenance procedure on the device.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling. Chiller temperature (t4) showed a temperature of mid 20c. A drainage of the chiller tank showed about 0.5l of water. They discussed this was indicative of a failed chiller. As per support or biomed via phone on 23mar2023, it was reported that the chiller was not working on the device. At this time, it was being decided if the unit should be replaced or repaired. As per investigator notification received on 03aug2023, it was reported that the double bend tube was expanded, the tank seals were expanded, the flowmeter was not maintaining minimal calibration test unit ctu flow. Completed the 2000-hour preventive maintenance procedure on the device.